Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device changeout procedure, noise was observed on the atrial lead. No patient symptoms were reported. The lead was explanted and replaced during the planned procedure.